Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured as well as exhibiting high thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.